Event description:
This lead was implanted on (B)(6) 2011. Additional information received on (B)(6) 2013 from medical representative stated that this lead was removed due to infection the physician was dr. (B)(6) at (B)(6) in (B)(6), ma. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).